Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a usb cable pin was bent and would not fit into the usb port. Customer used a (B)(6) phone charger to successfully charge the pump. A replacement usb cable was sent to the customer by tandem technical support. There was no reported adverse impact to the customer¿s blood glucose.